Event description:
According to the reporter, during a robotic laparoscopic hernia repair procedure, while closing the peritoneum, the device had difficulty loading. The plastic prongs broke at the distal part of the stapler that hold the clear plastic reload. The surgeon tried more units with the same lot number, but they failed as well. A total of three devices had the issue. To resolve the issue, a similar stapler was used to close. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic hernia repair procedure, while closing the peritoneum, the device had difficulty loading and unloading. The plastic prongs broke at the distal part of the stapler that hold the clear plastic reload. The surgeon tried more units with the same lot number, but they failed as well. A total of three devices had the issue. To resolve the issue, a similar stapler was used to close. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g1, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened and six sealed samples were available for evalu ation. Visual inspection noted the product noted the e-piece was disengaged from the device and there was evidence of weld on the device. The single used loading unit (sulu) was not received. It was reported that the device broke and difficult to load. The device was also difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle is not completely cycled and trying to remove the dlu incorrectly during the incomplete firing cycle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: hold the instrument body firmly in the palm of your hand. Position the instrument shaft so that the yellow alert indicator window is on top. With fingers on the three colored dots, two placed on the sides and one placed on the top front of the sulu, pull firmly until the cartridge snaps away from the instrument. Please note; sulu cannot be removed with the handle in precock position. To load the sulu, insert the sulu in the opposite direction as removed. Place the tip of the sulu under the forward lip. Press the sulu firmly into the instrument until there is an audible click. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.